Manufacturer narrative:
B5: change to an unspecified quanity of clearlink buretrol solution sets (previously reported as one set). D1: remove ni and add brand name. D4: catalogue #: remove ni and add 2c8862. G1: remove ni¿s and add device manufactuer name/location and address information. G4: PMA/510k: remove ni and add k123874. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified by inspection of the photographs. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had air in the line; further described as bubbles below the chamber. This was discovered during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.